Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The physician reported an unspecified issue with the sheath of the needle and could not confirm if it had any correlation with the reported pneumothorax. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The physician reported an unspecified issue with the sheath of the needle and could not confirm it had any correlation with the reported pneumothorax. The severity of the complication is unknown. It is also unknown what medical intervention, if any, was rendered due to the pneumothorax.